Manufacturer narrative:
(B)(4). The device was received with no apparent damage. The device was tested with a generator; the hand activation was not functional. However the device worked properly with footswitch. The instrument was disassembled to inspect the internal components and it was noted that one of the internal wiring was disconnected. This caused the hand activation failure. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the activation button failed to activate energy after approximately one hour of use. Nothing seamed to be broken on the instrument. No error message shown on generator. A new device was opened and used to complete the procedure. Procedure delayed by 10 minutes. There was no adverse consequence to the patient.